Event description:
A facility reported a failed cyclesure biological indicator (bi) test result. The load was not recalled and the instrument were used during a surgical procedure on a leukemia pt. There were no reports of pt injury since the event occurred.